Manufacturer narrative:
The customer returned the suspected contour® next link 2.4 meter with serial (B)(6) for evaluation. No test strips were returned. Therefore, the retuned meter and the in-house contour® next test strips from lot # 3mheg02a were used for in-house testing, using blood spiked with glucose at 394 mg/dl and 135 mg/dl, as determined by the ysi instrument in five replicates each. All tests recovered within the fit-for-use limits.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The contour® next link 2.4 meter does not have an expiration date. Therefore, no information was captured in section d4 (expiration date). The warranty period of the meter is 5 years from the date of the original purchase.

Event description:
The customer reported that he performed blood glucose testing with the contour® next link 2.4 meter and obtained readings of 415 mg/dl, 111 mg/dl and 400 mg/dl within 10 minutes. The customer was feeling dizzy and called an emergency service. The paramedics performed testing with the customer's meter. No specific reading was provided. The customer took orange juice and after 40 minutes, another testing was performed with the paramedics' meter and a reading of 288 mg/dl was obtained. The customer recovered well. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.